Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(4), during the implant of a 29mm sapien 3 valve in the aortic position, there was resistance advancing the valve through the sheath. Additionally, resistance was felt during valve alignment, however it was completed successfully. While the valve was passing over the aorta arch on x-ray, a curved/broken strut of the valve was visible. Several attempts were made to cross the native annulus, however, the valve would not pass through. The valve was surgically removed from the ascending aorta. The remaining delivery system was removed through the esheath and the access site was closed surgically. A surgical valve was implanted in the patient. At the time of the report the patient was alive. Valve crimping was reportedly performed per the instructions for use. The patient had moderate to severe native annular calcification distributed on all three leaflets and under the non-coronary cusp and left coronary cusp. The patient¿s access vessel minimum luminal diameter was 10mm, had a mild degree of tortuosity, and none to mild degree of calcification.

Manufacturer narrative:
The valve was returned to edwards for evaluation. Upon visual inspection it was observed the valve was distorted with one strut bent 90 degrees, and multiple struts were exposed, likely due to device manipulation during the procedure. The valve was balloon expanded for further evaluation. The 90 degree bent strut was on the c3 commissure tab. All leaflets were dehydrated and wrinkled. Due to the condition of the returned valve (bent struts), no functional or dimensional testing was performed. A review of DHR, IFU/training materials, complaint history analysis, and manufacturing mitigation's did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Per the report, there was resistance while advancing the delivery system and valve through the sheath and during valve alignment. The additional force and device manipulation applied to overcome the insertion difficulty through the sheath may have contributed to the frame damage. The bent struts pointing outward may have enlarged the overall profile of the frame, and interaction with the patient¿s calcification may have led to further frame damage, the reported valve alignment difficulty and the femoral artery injury. The patient¿s access vessel minimum luminal diameter was 10mm, had a mild degree of tortuosity, and none to mild degree of calcification. Investigation results suggest/indicate that the bent valve strut and device manipulation were likely contributing factors for the femoral artery injury. The complaint of frame damaged during use was confirmed based on returned photographs and visual inspection of the returned valve. No manufacturing non-conformities were identified. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (device manipulation applied to overcome insertion difficulty through the sheath) and/or patient factors (calcification) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the february 2017 control limits for trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Photographs were returned to edwards for evaluation. The photographs show the struts were bent outward at the middle and proximal sections of the frame. The complaint of frame damaged during use was confirmed based on returned photographs. However, due to the unavailability of procedural video/imagery, the time when the damage occurred was unable to be determined. A review of DHR, IFU/training materials, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Per the report, there was resistance while advancing the delivery system and valve through the sheath and during valve alignment. The additional force and device manipulation applied to overcome the insertion difficulty through the sheath may have contributed to the frame damage. The bent struts pointing outward may have enlarged the overall profile of the frame, and interaction with the patient¿s calcification may have led to further frame damage and the reported valve alignment difficulty. The complaint of frame damaged during use was confirmed based on returned photographs. No manufacturing non-conformities were identified. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (device manipulation applied to overcome insertion difficulty through the sheath) and/or patient factors (calcification) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the february 2017 control limits for trend category. Therefore, no corrective or preventative action is required at this time.